Event description:
A 24mm diameter x 14mm diameter x 16.5cm length aneurx bifurcated stent graft and its components were implanted for the treatment of 4.8cm abdominal aortic aneurysm in a pt in 2001. It is reported that the pt had a 20mm proximal aortic neck, excessively tortuous and 8-10mm iliac arteries with moderate calcification. The physician reported that the pt's aneurysm had increased 1.2cm in one year. In addition, the aneurysm was tender and the pt had chronic abdominal pain. Bilateral femoral artery incisions were made exposing the common femoral arteries and bilateral 9 french sheaths were inserted. Renal dilators were used to dilate the right common femoral artery to enable a 22 french sheath insertion. The 22 french sheath was placed without significant resistance over a lunderquist wire. A catheter was placed up the left common femoral artery and an aortogram was performed to confirm position of the renal arteries. The bifurcated stent graft was positioned at the suprarenal position. The bifurcated stent graft was deployed just below the renal arteries under imaging (fluoroscopy). The sheath was positioned below the stent graft approx. 2cm and was cranked retrograde to the level of the marker. While visualizing the bullet, attempt was made to pull the runners, but even with the slightest pull on the runners, the sheath deployed back up over the stent graft. The sheath was retracted again and on attempting to pull the runners, the sheath moved up on the stent graft several centimeters. Attempts to crank the sheath back using the handle were unsuccessful. The black rim on the sheath was deployed all the way back and again the sheath would not come off the stent graft. An attempt was made to pull the runners with the graft still partially covering the sheath, and the stent graft pulled down approx 2 or 3mm. The deployment handle was then cranked all the way back and the runners were reattached. At the point the sheath began retracting upon cranking the deployment handle. The physician then inserted a 16 french sheath over an amplatz wire after wiring the contralateral gate. The physician confirmed that the tip of the catheter was within the stent graft. The physician positioned a 15mm x 4mm angioplasty balloon within gate as well as partially within the sheath to support the runners. The runners pulled out without difficulty. The physician reported that there was no further movement of the stent graft. An iliac arteriogram was then obtained to confirm the position of the left iliac artery. A 14mm x 11.5cm iliac graft was deployed high in the gate. A completion aortogram demonstrated no proximal, distal or junctional (type IV) endoleak. A type ii endoleak (collateral flow) was noted via "3 small paired lumbar arteries." There was minimal filling of the aortic sac with contrast. The device, wire, catheters and sheaths were removed. No add'l clinical sequelae was reported and the pt is reported as doing fine. Returned goods info record confirms the bifurcated stent graft used was an yrbr2414165 with catalog number m01c750467. The device was returned without the stent graft. There is a buckle 28cm from the end of the hytrel. Two runners have kinks. The slider moves fine until the buckle comes in contact with the cheater tube. The runners retract without difficulty. The returned goods info record concludes that based on the info available, the buckle on the hytrel was most likely created by the small and tortuous iliac arteries. The description of the procedure indicates the possibility of deployment technique issues.